Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No unexpected low battery alarm and no unexpected off no power alarm noted. The insulin pump was received with minor scratched display window, cracked case at the display window corner and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed low battery alarm when the battery bar did not show less than two bars. Customer's blood glucose was unknown. During troubleshooting, device alarmed off no power alarm. Customer mentioned there was a crack on the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.